Event description:
It was reported that the customer received no delivery alarms prior to receiving a button error alarm. The insulin pump's battery was only lasting two to four days. Her blood glucose level was 137 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The currents could not be tested and no battery alarm or excessive no delivery alarm could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a broken reservoir tube lip and a broken belt clip slot. The insulin pump was received without the belt clip and no damage could be verified.